Manufacturer narrative:
Investigation results were submitted in error in the previous report. This file will be close cancelled. (B)(4) was found to be duplicate of (B)(4) and all the information and documents moved to same (B)(4). No additional reports will be filed on this (B)(4). Any additional information that is received will be reported on (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported unable to get the flap up, the incision in cornea was much deeper than it should of been, corneal scar and vision was altered and unusable with no post-operative treatment results and no intervention in unknown eye of a patient.